Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord. The power cord and power supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and accessory set were received for evaluation, excluding the right-angle extension cable. There was no visual evidence of any damages to the returned power supply and power cord. A test unit was unable to maintain power while using the returned power cord. There was no evidence of the returned power cord having exposed wires. However, the power cord was unable to be used due to intermitted loss of power (power shortage).